Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the surgeon, it was reported , in order to convert the patient to a percutaneous baha implant system an abutment was placed on the internal fixture in (B)(6) 2018.